Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s blood glucose was elevated to 301 mg/dl and later 265 mg/dl, and the caller asked whether the ilet bionic pancreas delivered insulin to correct the hyperglycemia; review of device reports indicated that insulin had been delivered and glucose was trending downward, with no issues noted at the infusion site or in delivery, and the elevation followed a missed meal announcement with planned education on meal announcements. Symptoms included hyperglycemia without reported injury. Outcomes included no hospitalization and no medical intervention beyond routine device-driven insulin delivery and user education. Investigation included review of device data and user coaching on proper use. Investigation of this case revealed normal device function with insulin delivery as expected and user error related to missed meal announcement contributing to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with no device malfunction.